Manufacturer narrative:
(B)(6). Used (B)(6) 2020 as event date since the correct date was not provided. Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 8mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14-aug-2020. It was reported that crossing difficulties were encountered. The calcified target lesion was located in a a 30mm x 2.75mm nc quantum apex balloon catheter was advanced but failed to cross the placed stent. The procedure was completed with a different device and no patient complications were reported. However, returned device analysis revealed balloon pinhole.